Event description:
A nurse reported the syringe would not fill with gas properly and that it sounded as if gas was leaking from the syringe while the system was performing the fill. The nurse opened a new pack, but the same leaking sound was heard and the syringe still did not fill correctly. There was no patient impact reported. Additional information was requested regarding how the procedure was completed, but no new information has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).